Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a "battery voltage unavailable" message with multiple attempts to interrogate. The ICD was not used due to lack of confidence. No patient was present during the case.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis indicated no anomalies were found. (B)(4).